Event description:
The customer reported that she was recently hospitalized twice due to high blood glucose levels. Customer reported having a blood glucose level over 540 mg/dl at one of the admissions. Customer was wearing the device at the time of the hospitalization. The high blood glucose levels were treated with manual injections. The customer stated that the cause of the high blood glucose level was that the insulin pump was not delivering insulin properly. The customer also reported that the insulin pump had a motor error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor and unable to complete functional test due to prime anomaly. The motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tub lip, cracked battery tube threads and missing the end cap sticker.